Event description:
There was an allegation of a questionable troponin t gen5 stat from the cobas 6000 e601 module. The result from the first sample at 19:02 was 2004 ng/l and was reported outside of the laboratory. A second sample for the same patient was processed at 21:48 and a result of 8.26 ng/l was received and reported to the emergency room. The emergency room nurse called and questioned the result due to how different it was from the original sample from the earlier time. The second sample was then repeated on another instrument and the result was 1834 ng/l. The sample was repeated on the original analyzer and the result was 1683 ng/l. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found the gear pump head pressure was low and the sample probe voltage was not within the accepted range. He adjusted the gear pump head pressure, adjusted rinse volumes, changed pinch valve tubing, changed sample probe and adjusted the probe voltage. He ran passing precision testing and the customer will ran calibration and qc. The investigation determined the service actions resolved the issue.